Event description:
The customer reported a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same atellica ci analyzer. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci analyzer instrument. Quality controls (qcs) recovered within ranges on the day of the event. A customer service engineer (cse) visited the customer site and ran service methods. The cse replaced the impeller, and the mixer was aligned. The results of the reaction mix test were found to be acceptable. On subsequent visits, the cse inspected the tubings on the sample and reagent probes and the reaction washer assembly. The cse replaced the dryer on the reaction washer. Diagnostics tests on the washer assembly were performed and found to be acceptable. Siemens concluded that the probable cause of the falsely elevated co2_c result on this instrument was due to water dripping into the reaction cuvettes. The instrument is fully operational. The service tasks performed were routine in nature.